Event description:
The patient was in the cardiac intensive care unit (cicu), on extracorporeal membrane oxygenation (ECMO). The medical team had finished the second evaluation for brain death which was consistent with brain death. They were awaiting results of a prior eeg. A physician lifted and lowered the head of the patient's bed. This appears to have caused a part of the maquet post oxygenator connection outlet to break in two, causing a disruption in the ECMO circuit with rapid blood loss. One of the physicians re-attached the parts leaving only a small dripping of blood. During this event, it was learned that the prior eeg confirmed brain death and the patient was pronounced dead.